Manufacturer narrative:
The insulin pump monitored for several days. However, the pump was received with all operating currents within specification and passed functional testing including the rewind, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery power loss anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and an off/no power alert without a low battery alert. Blood glucose level at the time of the incident was 389 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.